Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest bg of 380 mg/dl on their first week of ilet use. The patient noted difficulty with infusion set insertion. After changing the infusion set, glucose returned to range. No symptoms or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.